Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that high purge pressure and purge system blocked alarm occurred on the impella rp flex. Tissue plasminogen activator was added to the purge and the issue was resolved. It was further reported that the impella rp had low flows with plasma-free hemoglobin at 300. Possible clot in system. The impella was rapidly weaned and removed. No patient harm has been reported. The patient's outcome at time of explant was survived.

Manufacturer narrative:
The investigation of high purge pressure and low pump flow has been completed. The impella rp flex pump was returned for investigation. It was visually inspected and significant biomaterial was wrapped at pump inflow cage/impeller and around the purge gap. No other abnormalities were seen. The pump was connected to the console and purging was initiated with purge cassette connection and purge fluid. High purge pressure did not reproduce. The pump was ran at p-9 and low flow was reproduced due to biomaterial. Data logs were reviewed and motor current spike with upward shift in placement signal and drop in flows was observed. High purge pressure rise trend was observed and purge flow was reduced with relevant to motor current spike and low flow events. No purge system was blocked or high purge pressure alarms were triggered. Purge flow started to resolve after tissue plasminogen activator administration. The cause of the high purge pressure and low pump flow were due to biomaterial.